Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet did not charge due to an incompletely seated charging plug, the device powered down during a rewind, and subsequent restarts produced alert 38 indicating consecutive stalled motor; a replacement device was issued and the original was returned. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery and the need to transition to multiple daily injections until the replacement was received.investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.